Event description:
It was reported that the care giver (cg) accidentally cut the transfer set tubing while taking the tape off of the home patient (hp). The cg was going to take the hp to the hospital to have the transfer set replaced. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a damaged transfer set, where the care giver (cg) cut the transfer set while removing the tape from the home patient (hp). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. It also warns the user that using damaged sets can result in contamination of the lucid or fluid pathways. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.